Event description:
In 1999, pt underwent ptca od second obtuse marginal left branch of the left circumflex under continuous fluoroscopic monitoring stenosis of 95% reduced to less than 30%. Approx 2 hrs post procedure, pt went into cardiac/respiratory arrest. Chest opened at bedside, cardiac tamponade noted, large amount of blood removed from pericardial sac. Pt to ccu-remains unresponsive in critical condition. (Potential case of bleeding- perforation from guide wire).